Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown) in the labor and delivery care area. The customer stated that "the therapy was delayed three times each just required a reset of the pump until infusion was complete". It was also reported there was no patient injury or medical intervention . The customer was able to reproduce the alarm when the pump was programmed to deliver a rate of 99ml/hr.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was reproduced and confirmed during evaluation caused by a failed upstream sensor. The upstream sensor was replaced.